Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that after the patient had fallen while wearing the pump, there was moisture under the display screen. The reporter noted damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following results:a review of the pump¿s history showed no evidence of short battery life; several reboots were observed. Multiple low battery warnings were observed due to a discharged battery. The pump failed a leak test during investigation due to a display lens leak. The pump was able to be exercised and the power draws were within specifications. The pump cover was opened and moisture corrosion was found on the printed circuit board and internal components. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.